Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to patient no longer need the device for pain. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model#: sc-4316, lot #: 17794689 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.